Event description:
A blood solution IV tubing was being primed for use on a patient. During the priming of the tubing with IV fluid (prior to its use on a patient), it was noted to be squirting fluid. Upon inspection by staff, the IV tubing was noted to have a hole where it connects with the blood filter.